Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rcbbue and no non-conformances related to the reported complaint condition were identified investigation summary: an opened box with fifteen packets of product code 8805h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The needles were intact and no damages or breakage on body, tip or swage area were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What is the lot number for all devices? What was used to complete the procedure? Note: event reported in 2210968-2021-06914, 2210968-2021-06915, and 2210968-2021-06916.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip broke off. No fragments were reported. There were no adverse patient consequences reported. Additional information has been requested.